Manufacturer narrative:
Investigation still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure for a 20mm sapien 3 ultra valve in a 23 freestyle valve, the commander delivery system balloon burst during full inflation. The delivery system had been prepped with +1 cc added to the nominal volume. Post deployment, the valve appeared fully expanded and post dilation was not required. The balloon was pulled into the esheath without any noted tension, and the delivery system was removed from esheath. Upon removal, it was observed that a piece of the balloon was missing. The esheath was removed and replaced with 16f dryseal. The esheath was flushed, cut open, and dissected. However, no balloon fragment was located. It is unknown where the missing piece of the balloon is located. The patient is doing well. There was no claim made against the valve or system.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. A visual inspection of the returned device was done, and the following was observed: a balloon burst was confirmed, a radial and longitudinal tear near the distal end, and a portion of the balloon material at the distal end was missing. Due to the condition of the returned device (burst balloon), no functional testing could be performed on balloon. The complaint was confirmed through visual inspection. During dimensional testing, the inflation balloon single wall thickness measurements were taken with a digital blade micrometer along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All balloon single-wall thickness measurements met the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst and balloon separated were confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per the 3mensio provided for the complaint, calcification was present in landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 1cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip and separated during device removal. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and procedural factors (over-inflation) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the balloon separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.